Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20057026, medical device expiration date: 2023-05-27, device manufacture date: 2020-05-27. Medical device lot #: 20056962, medical device expiration date: 2023-05-27, device manufacture date: 2020-05-26. (B)(4). Investigation summary: two 72215n samples were received for investigation in open packaging; one from lot 20057026 and the other from lot 20056962. The samples had the protective caps in place and no signs of previous usage. A visual inspection did not identify any signs of damage or manufacturing defect which could have contributed to the customer's experience. The samples were subjected to functional testing by manually removing the protective caps from the spike and male luer components respectively; no issues or difficulties were encountered when removing the protective caps. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 20057026 and 20056962 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer's experience in this instance. There were no issues identified during testing of the returned products and it was not possible to identify any manufacturing defects that could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is an isolated feedback with no other similar report against the 72215n set in the past 12 months.

Event description:
It was reported that the sec set 15dp w/hanger dehp free cap was difficult to disconnect. This occurred once each in lots 20057026 and 20056962. The following information was provided by the initial reporter: "cap very tight, difficult to undo." I was asked to remove the cap and initially I could not do so but after playing with it I could remove more easily with a hint from the num. I could remove the cap easier with holding the tip and the base of the cap and twisting, it still seemed awkward but did release.